Manufacturer narrative:
The product is not available for evaluation.

Event description:
Light blue residue found inside the eye of the patient. It was immediately removed by the surgeon. No patient injury.